Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. It is now reported that the implant date is (B)(6) 2019. The following sections are being reported: b4: date of this report was updated. D6: if implanted, give date was updated g4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of allergic reaction was not confirmed. Visual inspection could not be performed as device was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). FDA report # mw5095821. Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the patient suffered an allergic reaction to the implant.